Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the sensor was giving inaccurate readings. The insulin pump kept going into threshold suspend. Customer checked blood glucose and it was 220 mg/dl. Customer stated blood glucose was in the low 100 and sensor was reading below 40. Troubleshooting was performed. Blood glucose was 101 mg/dl and sensor was 47 mg/dl. Threshold limit is set at 65 mg/dl. Customer was advised how to properly calibrate the device. No further information reported.